Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a trial patient. It was reported that the trial seemed to work well until the two leads got displaced on the 3rd day of the trial. Patient stated she stayed at home and not lifted since surgery. She can¿t think of anything she would have done to displace the lead. There were no further complications that have been reported as a result of this event.